Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Received user facility medwatch #(B)(4), advising that during a laparoscopic hysterectomy procedure; the hand piece broke and one of the two blades came off and was recovered from the floor. It is not known how the procedure was completed. There were no patient consequences reported.